Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The rptr claimed the pt's blood glucose elevated to "hi", above 600 mg/dl, after the pt slept through the loss of prime warning sounded/vibrated on the animas pump on the night of (B)(6) 2011. Reportedly the pt had symptoms described as "nausea." The pt was treated with a shot of bolus insulin and subsequently his blood glucose lowered to "230 mg/dl." After troubleshooting was performed with the animas health care representative, there was no evidence to conclude a product malfunction. This complaint is being reported because the pt allegedly had blood glucose reading of "hi" while using the animas insulin to manage his diabetes.